Event description:
It was reported that the scale markings on 892 syringes 5ml ll bulk pack ns were found smeared/blurred before use. The following information was provided by the initial reporter: "reject : 892ea ( sorting is still on going ) reject code: s201 (ink smear)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and one thousand samples were received by our quality team for evaluation. During visual inspection of the samples, the team found 998 double print scale mark non-conformances. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The cause of this non-conformance was reviewed, and it was found that the double print of the barrel can occur when the printing machine experiences anti-backlash gear set screw is worn-out and loosens which causes the mandrels with play. The loosened mandrels with play causes the printing pad and barrel to not be in the secured contact point, which can results in the double printing on the barrel. The current machine barrel printing machine was checked and no such issue was observed.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on 892 syringes 5ml ll bulk pack ns were found smeared/blurred before use. The following information was provided by the initial reporter: "reject : 892ea (sorting is still on going) reject code: (B)(4) (ink smear)".